Event description:
Customer called to report a hospitalization due to high blood glucose. The blood glucose reading is 400 mg/dl. Treated with insulin drip. Customer had issues with no delivery. Diagnosed diabetic ketoacidosis. During troubleshooting, manual prime is correct, insulin exited the tubing. Time and date is correct. Programming is correct. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.